Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The devices for both malfucntions has not been returned for evaluation; therefore, the investigation is inconclusive for self activation or keying as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mg1522 biopsy instrument allegedly experienced self activation or keying. This information was received from various sources. This malfunction involved both patients with no consequences. The weight of one (B)(6) year female patient is (B)(6)kgs and another female patient's age and weight was not provided.

Manufacturer narrative:
H10: the lot numbers were not provided, and a lot history review couldn¿t be performed for the two malfunctions. The device for one malfunction was returned to the manufacturer for evaluation. The other device was not returned to the manufacturer for evaluation. The investigation of the reported events is inconclusive for these devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mg1522 biopsy instrument allegedly experienced self activation or keying. This information was received from various sources. This malfunction involved both patients with no consequences. The weight of one 42 year female patient is 70 kgs and another female patient's age and weight was not provided.